Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer mentioned that they had issues with the sensors. As the customer¿s blood glucose was stable they declined troubleshooting. The insulin pump will not be returned for analysis.